Manufacturer narrative:
The advanta 2 bed is intended to provide patient support for low to moderate acuity patients in the medical/surgical area of the hospital. Per the baxter service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake mode. Test the steer mode to determine if the foot end casters lock in the steer mode. Check the tires for cuts, wear, tread life, etc. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on august 11, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician investigated the device thoroughly and could not replicate the reported issue. No actions were required. Although there was no reported injury with this event, the reported event of bed moving while brakes were set is likely to cause or contribute death or serious injuy. Therefore baxter is reporting this event.

Event description:
Obaxter received a report stating that advanta2 bed moving while brakes set. The bed was located at the account and occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.